Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition. There was no asystole. The port was flushed but this did not resolve the observations. The source of the noise was not identified. The rv lead was plugged into the right atrial (ra) port and programmed off. A new rv lead was successfully implanted. No adverse patient effects were reported.